Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (950mcg/ml at 342.42mcg/day), bupivicaine (4mg/ml at 1.44mg/day), fentanyl (2250mcg/ml at 811mcg/day), and hydromorphone (18mg/ml at 6.488mg/day) via intrathecal infusion pump for non-malignant pain. It was reported that during interrogation there was a message that the pump was stopped due to a motor stall. It was stated that the patient did have an MRI and didn¿t have the pump checked after. When the hcp accessed the pump, they got back 9.7 ml which was about what they expected. It was stated that the pump logs showed a stall recovery today. It was advised that the pump was functioning as expected. It was reported that the physician wanted to wean the patient off the drugs in the pump and that they cut the dose in half today. No symptoms were reported. No further complications were reported.